Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/09/2016 device evaluation: the device has been returned and evaluated by product analysis on 11/19/2016 with the following findings: a review of the black box showed no evidence of short battery life and the reported date from (B)(6) 2016 was overwritten. A visual inspection found the battery compartment to be undamaged and the test battery cap fit securely. The rewind, load, and prime steps were performed correctly. All battery currents were within specifications. The original complaint of a short battery life was unable to be duplicated. The pump performed within specifications. The pump cover was removed to find no intermittent conditions to the printed circuit board or to the continuous glucose monitor module. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).